Event description:
It was reported that this lead was partially abandoned in superior vena cava and adhered to other leads. Nonselective loss of capture at 1.bv at 0.4. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).